Manufacturer narrative:
The device was returned and device available for evaluation? Was updated accordingly.   There was also no additional information available for the customer.  The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f super torque angiographic catheter broke in the patient's aorta between the vessel wall and the stent. The surgeon did not remove it. They will monitor its positioning inside the aorta regularly. Attempts to gather additional information were unsuccessful. One non-sterile unit of cath mb 5f pig 110cm 6sh was received coiled inside a plastic bag. Per visual analysis, the catheter tip was found separated at 85.8cm from the catheter hub and the distal section was not received for analysis. The separated catheter body was send to sem analysis with the following results: results showed that the proximal section of the separated catheter body presented evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. No other issues were noted during sem analysis. The catheter ID/od were measured near to tip separated condition and results were found within specification. A review of the manufacturing documentation associated with lot 17616421 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿brite tip/distal tip - separated-in patient¿ was confirmed based on the condition in which the product was received. The exact cause of these conditions found could not be conclusively determined during the analysis. However, procedural factors may have contributed to the reported event as evident by elongations which could be attributed to tension forces. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f super torque angiographic catheter broke in the patient's aorta, between the vessel wall and the stent. The surgeon did not remove it. He will monitor regularly its positioning inside the aorta. The remainder of the product will be returned for analysis.